Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customers blood glucose level. The customer changed supplies and resumed insulin therapy prior to calling, therefore no troubleshooting was performed. Reportedly, the customer was not removing air from the cartridge prior to adding insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.